Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as ¿the pt was not drying her hands thoroughly prior to performing pd therapy¿. The peritonitis was manifested by abdominal pain and tenderness. The same day as onset, the pt was hospitalized for the event. On an unreported date, during hospitalization, the patient was treated with unknown antibiotics. Two days after being admitted, the pt was discharged from the hospital. At the time of this report, the peritonitis was resolved and the pt was recovered. At the time of this report, dianeal and extraneal therapies were ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.